Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics 4 times (specific dates and duration not reported). However, the issue could not be resolved, and the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report. The patient underwent a wound washout and closure at the implant site during the same surgery.